Manufacturer narrative:
Follow-up received on 09-nov-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. In addition, approximately 3 years after insertion procedure, she found out that she was pregnant (device ineffective). These both events are anticipated in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test. However, given the nature of this event and the fact that she became pregnant approximately 3 years after essure insertion, causality with essure cannot be excluded (device ineffective). This case was regarded as incident since device removal was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer on 24-sep-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. In (B)(6) 2014 she discovered she was pregnant, although the pregnancy was not carried to term. On (B)(6) 2014 she underwent a hysterectomy to remove her essure coils she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. In addition, approximately 3 years after insertion procedure, she found out that she was pregnant (device ineffective). These both events are listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test. However, given the nature of this event and the fact that she became pregnant approximately 3 years after essure insertion, causality with essure cannot be excluded (device ineffective). This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.